Event description:
Unomedical reference number (B)(4). Event occurred in united kingdom. It was reported that the patient faced an event of occlusion that led to insulin flow blockage with an infusion set and was alerted by an occlusion alarm that occurred during priming. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6).